Event description:
The complainant stated that the head of the bed continues to move when the brake is applied.

Manufacturer narrative:
The technician adjusted the brake and steer casters to repair the bed.